Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm® ultra plus xc that "cracked at the top" and the "needle broke off and product went everywhere." Patient contact was made. No injury occurred. The packaged needle was used.

Manufacturer narrative:
Lab analysis of the device found an empty syringe with out a cap or needle that had crack on the 3.0mm luer lock level with a plastic part missing.

Event description:
Healthcare professional reported having a syringe of juvederm ultra plus xc that "cracked at the top" and the "needle broke off and product went everywhere." Patient contact was made. No injury occurred. The packaged needle was used.